Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse contacted the clinical sales representative and talked about the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive received a video clip related to the alleged complaint. However, video analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed unexpected boom movement. When the boom/setup structure was pushed without any clutches pressed it was moving. The clinical sales representative (csr) called in to report and agreed to send a video of issue after surgery, which was ongoing. No relevant errors were noted in the logs. The procedure was complete. No known impact or patient consequence was reported.